Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a detached sensor wire. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's father reported that upon removal of the sensor pod, the sensor wire remained in the patient's skin. Patient experienced pain and had redness where the sensor had been worn. Patient's mother stated that when pressure was applied to the patient's abdomen, patient complained of soreness. On (B)(6) 2016, the patient had an x-ray performed which displayed a foreign body in the patient. Surgery was scheduled for (B)(6) 2016. At the time of contact, the patient was in good condition.